Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Upon re-review of analysis and battery data, it was determined that the pulse generator exhibited normal battery depletion. The device was implanted for 4.71 years, which exceeded 75 percent of the 4.8 year expected longevity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found the pulse generator battery voltage at elective replacement indicator. The implant duration was 4.71 years, which did not exceeed 75 percent of the device's nominal longevity.